Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump alarmed communication error. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the probable cause of the reported pump alarmed communication error was not identified during the customer call. As the customer was unresponsive to follow-ups.

Event description:
It was reported that the pump alarmed communication error. There was patient involvement, but the outcome is unknown.